Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported after she was implanted sometime in 2006, she had side effects and the device was explanted sometime in 2010. It was noted that after both implant and explant the consumer had neuromyopathy, neuropathic pain, and electro-sensibility. No factors were noted to have led to the event. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.